Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a loss of capture. Technical services (ts) reviewed device data and confirmed there was atrial fibrillation (af) with rapid ventricular response (rvr) with intermittent loss of capture. The threshold was reprogrammed and the patient was scheduled to come into the clinic for further troubleshooting. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.